Event description:
On (B)(6) 2013, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that computed tomography images dated (b)(6, 2014, revealed a possible type ii endoleak, with no aneurysm enlargement. On (B)(6) 2014, the physician re-intervened and implanted proximal a tgu313110 device. It was determined to be a proximal type I endoleak. The aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation. Patient¿s medications: oxycodone hct, advair diskus, albuterol sulfate, aspirin, depakote, gabapentin, and lisinopril.